Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s911usqs6eyk3 hardware: sm-s911u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient was filling the pod with insulin but it did not emit the double beep sound. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod for an unspecified amount of time. Symptoms reported include the patient being lethargic and thirsty, and having palpitations and nausea. The patient was treated with insulin therapy every 4 hours. The patient was discharged the following day, (B)(6) 2025. After the patient was discharged, a new pod was applied.